Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacing-dependent patient presented in the clinic with the bradycardia. Upon interrogation, the right ventricular lead exhibited high capture threshold and high lead impedance values. The lead was capped and replaced on (B)(6) 2018. The patient was stable and discharged the following day.